Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pcu and 4 channels infusing unspecified pressors and a sedative stopped working without warning and had to be replaced in order for the infusions to continue. While new pumps were located and programmed, the patient had an unspecified drop in blood pressure that returned to baseline when the infusions resumed. There was no lasting harm.